Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage on motor during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer stated their blood glucose is high since they disconnected from the insulin pump and will be treating with manual injection. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.